Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a spinning spiros® closed male luer, red cap where it was reported that the spiros was easily detached from the secondary tubing. There was leaking from the spiros component and medication involved was vyxeos; there was a chemo spill. There was patient involvement, no human harm, and there was a delay in therapy.